Manufacturer narrative:
Based on the customer's claim against the product, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed; the fse was unable to reproduce the reported problem. It was reported to the fse that the laparoscopic bipolar instrument was accidentally plugged into the monopolar port of the erbe generator, rather than into the bipolar port. The fse advised the site that auto-firing is possible if the energy port is connected incorrectly. The system was tested and verified as ready for use. Per a review of the system logs, no related system errors occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. The probable root cause of the customer reported issue was determined to be the incorrect connection of the laparoscopic bipolar instrument to the monopolar port of the erbe generator, based on the information provided and on the fse's field evaluation. The fse's service visit did not reveal any issues related to the customer reported event. If additional information is obtained, a follow-up MDR will be submitted. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy procedure, the customer connected a 3rd party (wolf) laparoscopic bipolar forceps instrument into the monopolar port of the erbe generator, rather than to the bipolar port, and energy was immediately activated, causing injury to the patient. Per the reporter, it seems that an auto-firing occurred due to the wrong connection, as the instrument was immediately recognized as soon as it was connected to the erbe; reportedly, no one pressed the iesu foot pedal when this occurred. At the time of the event, the patient side cart (psc) was undocked, as the customer used the laparoscopic instrument to complete the surgery. The burn injury to the colon was described as superficial, and no additional surgical or medical intervention was required to treat the affected area. The burn covered a small area on the surface of the colon. When asked which monopolar generator settings were used at the time of the event, the response was, "port 1." The instrument and system were inspected prior to use, and there were no issues noted. The site concluded that the issue was caused by the customer's incorrect connection to the monopolar port. No images of the burn injury are available for review. The technical support engineer checked the error logs, and they found nothing suspicious.

Manufacturer narrative:
The field service engineer (fse) stated that they replaced the foot pedal as a proactive action. No other information was provided. The system was tested and verified as ready for use.

Event description:
Refer to h10/h11 for follow-up information.